Event description:
On (B)(6) 2013, reported via e-mail by hospital staff: x-ray tube was warmed up prior to use. Surgeon was using single shot and fluoro heavily. It started to work sporadically with foot pedal. Then ceased to x-ray at all. System was fully shut down and brought back up 2 times. On the 2nd attempt, it resumed working. The procedure was then completed. Pt and procedural details were unavailable. No pt injury.

Manufacturer narrative:
Field service engineer (fse) investigating customer complaint of fluoro and x-ray stopping during a case was unable to duplicate any fluoro or x-ray errors. Fse reset backup timer for x-ray from 2.00 seconds to 1.00 second and tested the 5 minute fluoro timer, which was ok. All images passed low density and high density tests. Fse discussed issue with tech support who suggested that it was possible that the heat units exceeded 60% during a heavy fluoro and x-ray case. When this occurs, the generator stops all action as heat units reach a high number to protect the x-ray tube. Fse checked out system for proper operation per service checklist qssrwi4.1. Unit passed checkout procedures and was returned to service.